Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and a needle holder was used. After the procedure, the luer lock cap that closes the rinse channel of the needle holder was found missing. The patient is to be xrayed. Additional information was requested.